Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the ventricular lead into the pulse generator header. The lead was ultimately able to be inserted and implanted successfully. During a follow-up on (B)(6) 2015, capture loss and a decrease in sensing were observed. No patient symptoms were reported. Device reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.